Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2016, the proximal femoral nail antirotation ii blade would not lock after insertion. The locking mechanism would not function. The blade was removed and the surgery was completed using another blade. There was a 30 minute surgical delay due to the reported event. There was no report of patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the blade was received for investigation in an unlocked condition, showing signs of usage, as well as damage at the tip and on the blade-sleeve. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. A functional test has shown that the implant is working as intended and able to be locked/unlocked as expected. Based on this result, the complaint is rated as unconfirmed. Also, it is not valid from a manufacturing point of view. No manufacturing related issues were identified and/or confirmed. There is no specific information pertaining to how the issue. Based on the information available, the exact reason for this reported problem cannot be determined. It is likely that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.